Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2024-02438. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2024-02438.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, called requesting assistance with a low vacuum alarm on the cs300 intra-aortic balloon pump (iabp). Customer did disclose the insertion was axillary and axillary off label disclaimer was given. Customer further stated that the low vacuum alarm had gone off a couple times in the last few hours. Customer did have a backup pump available. Explained the pump would need to be serviced so switching over to a new pump was the appropriate action. Customer felt comfortable switching the pump consoles. Encouraged customer to call back with any questions or if any issues arise. There was no patient harm or injury reported by clinician.